Manufacturer narrative:
During a percutaneous transluminal angioplasty to an artery located below the knee the balloon was reported to have ruptured. The vessel was described as heavily calcified with moderate tortuousity and a 70% stenosis. There was no reported patient injury. Please note that as the analysis has been completed, the results and findings are presented as follows: the product was not returned for analysis. Lot history review revealed this to be the first complaint of this type reported for this sterile lot number. Review of the manufacturing records revealed no anomalies that can be associated with the reported complaint. The lot was found to have passed burst pressure testing prior to release. Conclusion: with the information available, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact.

Event description:
The report we received from our affiliate indicated that during a pta below the knee, the balloon ruptured at 8 atmospheres. A submarine balloon catheter of unk size was used to successfully complete the procedure. The target vessel was heavily calcified, moderately tortuos, and 70% stenosed. The product appeared perfect during pre use inspection and no anomalies were noted during prep. There was no report of patient injury. As per the reporting affiliate, no additional patient or procedureal information is available.